Event description:
It was reported the pt reported weakness in the left leg postoperative. The pt had weakness in the leg prior to the procedure, however, the complaint was that the issue was worse. The physician opted to remove the lead and place the lead in a subcutaneous position. The system had never been initialized or used since the implant device. Follow up found the pt reported only postoperative pain and not weakness of the leg. It was reported the pt was to be scheduled for surgical intervention either to remove or replace the unused.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.